Event description:
It was reported that during deployment of a transcatheter pulmonary valve, the valve was placed using the "flowering" technique; however, the pulmonary artery expanded more than expected, and despite the valve being deployed in the expected position, it was deployed in a manner that caused it to tilt significantly toward the right pulmonary artery (rpa). Subsequently, the valve was recaptured due to a "popup" using a non-medtronic (dryseal) sheath and redeployed; however, it tilted again. The valve was then recaptured a second time, and the procedure was switched to the left pulmonary artery (lpa) using the same valve. The valve was then implanted and the procedure was completed successfully. It was noted that the patient was placed under observation following the procedure. No patient complications have been reported as a result of this event. Additional information was received that the pulmonary artery was large, which contributed to the event. The valve was re sheathed because the angle of inclination was strong, and there was a possibility that the valve would not function properly if it was released. It was clarified that "popup" occurs when the catheter passes a specific place in the procedure, and it is a judgement based on the procedure progression. Following the implant of the valve, movement of the valve was observed. Post-discharge examinations confirmed minor erosion within the pulmonary artery. After further consultation, it was determined that there were no anatomical issues, and a decision was made to monitor the condition. Additional information was received indicating that the behavior of the valve likely caused the erosion of the pulmonary artery. Immediately after implant, fluoroscopy confirmed the possibility of valve movement. The valve had initially been implanted within the target implant zone. Valve migration was confirmed once week later using computed tomography imaging. Per the physician, the patient's large vessel diameter and softness contributed to the migration. No intervention was performed to address the migration.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during deployment of a transcatheter pulmonary valve, the valve was placed using the "flowering" technique; however, the pulmonary artery expanded more than expected, and despite the valve being deployed in the expected position, it was deployed in a manner that caused it to tilt significantly toward the right pulmonary artery (rpa). Subsequently, the valve was recaptured due to a "popup" using a non-medtronic (dryseal) sheath and redeployed; however, it tilted again. The valve was then recaptured a second time, and the procedure was switched to the left pulmonary artery (lpa) using the same valve. The valve was then implanted and the procedure was completed successfully. It was noted that the patient was placed under observation following the procedure. No patient complications have been reported as a result of this event. Additional information was received that the pulmonary artery was large, which contributed to the event. The valve was re sheathed because the angle of inclination was strong, and there was a possibility that the valve would not function properly if it was released. It was clarified that "popup" occurs when the catheter passes a specific place in the procedure, and it is a judgement based on the procedure progression. Following the implant of the valve, movement of the valve was observed. Post-discharge examinations confirmed minor erosion within the pulmonary artery. After further consultation, it was determined that there were no anatomical issues, and a decision was made to monitor the condition.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.